Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device activate without pressing the min or max button or the footswitch? The device was just sitting on the mayo table when it was restarted. Did the device do anything when the gen11 displayed activate instrument for 2 seconds to run test? No information. Or, was this message on the gen11 all that was noticed? No information.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the device activate without pressing the min or max button or the footswitch? Did the device do anything when the gen11 displayed ¿activate instrument for 2 seconds to run test¿? Or, was this message on the gen11 all that was noticed?

Event description:
It was reported that during a laparoscopic hysterectomy, the device was reactivated automatically and ¿activate instrument for 2 seconds to run test¿ was displayed several times when the device was on the mayo table. The hand piece was replaced two times, but the same event continued. The blade tip was not broken off and no pieces fell into the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #n91d6e. The device was returned with no apparent damage. The device was connected to a test hand piece and a gen11 and an alert screen was displayed. No further functional testing could be performed. The device was analyzed, and it was determined that it was likely used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Please let us know within 20 working days if the device was not reused/reprocessed, so that we can understand how the device is handled after the procedure, for return shipment for analysis. If we do not hear from you in this timeframe, the device may be disposed of per our internal handling processes. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.